Event description:
Pt was revised to address pain.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any add'l reports of this nature for the product code/lots provided since their respective release for distribution. Although the exact root cause could not be determined, the initial report suggests that heavy scarring and possible overstuffing of the joint may have been a contributing factor. No evidence was found that would suggest product error was a contributing factor. The investigation did not identify the need for corrective action. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.